Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the pt and confirmed as accurate. There is no reported pump malfunction and the pt's physician has scheduled tests to evaluate heart function. The pt has continued to use the pump with no reported subsequent events.

Event description:
The patient received emergency room treatment for elevated blood glucose levels.